Event description:
On (B)(6) 2012 the reporter contacted animas to report an issue with the pump's load function, in that the pump stopped during the load step and did not fully complete the loading of the cartridge. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 date of submission 12/27/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicates loss of cartridge detection occurred twice on (B)(4) 2012. Multiple ezprime operations were performed with no issues. The force sensor calibration was found to be within specifications. There was no defect found with the force sensor circuit. The complaint could not be duplicated on investigation.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.